Event description:
It was reported that during a knee arthroscopy, the footprint anchor broke and the broken pieces were extracted from the patient. The procedure was completed without surgical delay using a s+n back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture material or anchor. The distal tip of the inner shaft is bent nearly 90 degrees. There is biological debris on the returned items. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause for break could not be determined since the reported malfunction could not be duplicated during the investigation, due to the anchor not being returned for evaluation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. The root cause for material deformation has been associated with unintended use of the device. Factors that could have contributed to the failure include unintended inappropriate or excessive force, off-axis insertion, or torsion to the device. No containment or corrective actions are recommended at this time.